Event description:
Silastic hp sheeting dow corning silastic was implanted into my rt. Temporomandibular joint in (B)(6) of 1993 to create a pseudo disc to replace the damaged one that had been damaged and explanted in may of that same year. At the time of removal the pathology report identified that I was node-positive for a foreign body giant cell reaction which destroyed the structure of my tmj within the next 4 months. I underwent my first trj with a christensen I with the pmma condylar head-tmj implants, inc. In (B)(6) of 1993.